Manufacturer narrative:
B5: this report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the issue. Battery li-ion,11ah,v60 was replaced and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00088. All information from the original report(s) has been transferred to this report.

Event description:
It has been reported the v60 ventilator/battery failure.